Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported that the needle cutter is failing, it does not cut the needle correctly. The video was examined, and it was observed that although the user was able to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip based upon the video alone. Based on the video received, embecta was unable to confirm the customer¿s indicated failure (not clipping). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that during use with bd safe-clip¿ the needles are unable to cut the needles. The following information was provided by the initial reporter, translated from spanish to english: "the patient's attendant is contacted by email with ID 0000037196, requesting needles. Likewise, he states that: "the needle cutter is failing, it does not cut the needle correctly and rust is evident in the cutting hole." Communication is made by part of the program in order to schedule re-training and be able to demonstrate what was previously communicated. Acudiente states that he does not have time but indicates that he will send a video with the requested evidence."

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd safe-clip¿ the needles are unable to cut the needles. The following information was provided by the initial reporter, translated from spanish to english: "the patient's attendant is contacted by email with ID 0000037196, requesting needles. Likewise, he states that: "the needle cutter is failing, it does not cut the needle correctly and rust is evident in the cutting hole." Communication is made by part of the program in order to schedule re-training and be able to demonstrate what was previously communicated. Acudiente states that he does not have time but indicates that he will send a video with the requested evidence.".